Event description:
The hypotube separated which resulted in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion to 5mm to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physican removed the stent delivery catheter and the hypotube separated which resulted in the occlusion balloon deflating. The physician was unable to aspirate the vessel. The physician continued the case without protection. The patient is reported to be fine.